Event description:
A disposable cutting guide instrument broke following impaction onto the bone during surgery.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.